Event description:
The customer reported that the images flip after fluoro. Also the camera will not rotate.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified that the camera will not rotate while x-rays are not made. He replaced the camera and found an artifact in the x-ray field. He also replaced the collimator cover. The system operates as intended.